Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the screen displayed "real-time check" and the device was not usable. The event occurred during patient use, and there was no patient harm reported.

Manufacturer narrative:
One device was returned for analysis of complaint that screen displayed "real-time check" and it was not usable. There was no physical damage to the device. No repair requests have been received in the past one year. Visual and functional testing was reported. The reported issue was not confirmed. However, error code 1310 was displayed during the self-check, which appears on the display after the device has been left with the dry cell batteries loaded in it for an extended period of time. As a remedy, the error 1310 was reset and the program was re-installed. The device passed all functional tests with no problem after the repair was completed.